Event description:
During a tonsillectomy procedure, the electrode at the tip of the wand detached within the surgical site and was not retrieved. No additional information was provided for this report.

Manufacturer narrative:
(B)(4). No additional information regarding this report has been provided by the user facility. The date of the event is an approximation provided by arthrocare corporation. The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided after completion of the investigation.